Manufacturer narrative:
An investigation has not been completed, actual devices are in transit to the rwmic facility, rwmic will then send devices to manufacturer for investigation. A request for additional info has been submitted to facility, no response as of (B)(4) 2014. Richard wolf medical instruments corporation considers this matter closed. However, in the event we receive additional info, we will provide manufacturer/FDA with follow-up info.

Event description:
Richard wolf medical instrument corporation (rwmic) was notified by one of its sales representatives that during a bipolar turp procedure, one of the nurses touched the head of the pt and was shocked. Nurse reported losing hearing for a while. No injury to pt was reported. Three possible suspect devices below were being used at the time of the incident, they consist of the following: bipolar cable (ID# 8108.232) report 1418479-2014-00049. Working element (ID# 8680.224) report 1418479-2014-00050. Generator (ID# erbe.v300k) report 1418479-2014-00051. Facility: (B)(6).